Event description:
The pump was returned for investigation. Investigation revealed contamination in the keypad contacts, a dim/discolored display screen, and a missing bolus button. This report is made based on results of investigation completed on 01/16/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings: there was no damage visible to the keypad. There was an intermittent response to button presses on the ok button. The up, down and contrast buttons responded normally to user input. There was contamination on the ok button contact. The bolus button cover and plug were detached from the pump, exposing the internal contact. There was no evidence of contamination or other anomalies found. The text on the display screen was dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).